Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 complaining of discomfort and thumping in rib cage. Upon examination, it was noted that there was phrenic nerve stimulation by the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.